Event description:
Customer reported that she had high blood glucose of 320 mg/dl because her insulin pump was constantly alarming motor error and no deliver. Customer stated that she was volunteering at the local hospital when the alarms occurred. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify no delivery alarm due to motor error alarm. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.